Manufacturer narrative:
Supplemental report. Disconnected cable between the exhalation flow sensor and sensor pcba.re-connected cable between the exhalation flow sensor and sensor pcba.

Manufacturer narrative:
The device is pending eval and repaired.

Event description:
The manufacturer's field service engineer (fse) confirmed the device vent inop. Evaluation of the device found that the cable from the exhalation flow sensor had come disconnected from the sensor pcba. The service technician reported the cable was reconnected and the reported problem resolved. Final testing was completed and passed.

Event description:
The customer reported the ventilator alarmed on startup due to a vent inop. The customer reported the device was not in use on a pt therefore, there was no pt involvement or harm. Service eval and repair are pending.